Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had a compressor inoperative that makes the ventilator to fail the flow sensor calibration and cannot achieve minimum air flow. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the compressor air dryer filter/ muffler and unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Compressor mufflers (intake filters) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions on one of the filters; however the second muffler/intake filter was speckled with darker color dirt/dust particles. An investigation was performed and the identified root cause of the reported issue could not be determined on one filter. The second filter root cause was isolated to vendor process, the issue will continue to be internally investigated